Manufacturer narrative:
(B)(4). Date sent: 7/23/2024. Correction: h6. Medical device problem code.

Event description:
It was reported that reported before the clip was deployed, they appeared to be coming in crooked in a sideways pattern. The trocar might've not been inserted properly either. No patient harm and they were able to complete the rest of the case.

Manufacturer narrative:
(B)(4). Date sent: 7/23/2024 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # y7010y additional information was requested and the following was obtained: "please provide more details for "coming in crooked in a sideways pattern"? Did the device fire/apply malformed clips? For "trocar might've not been inserted properly", please provide more details if the trocar is an ethicon device please provide device details (product code/lo#/batch#) 1) please refer to photos attached. The clip and trocar are shown - upon review of the photos the line of demarcation is not visible. 2) we don¿t have the answer the whether the device fired malformed clips. A second clip applier was opened during the case. 3) physician comment was made ¿ not certain 4) it was a 2b5lt ¿ product was not kept for return." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and zero(0) clips were found inside clip track. However, it is known from the history of the device that bent advancer condition may lead to dropping or ejecting clips. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.